Event description:
No capture was reported and the lead was explanted and replaced, after an unsuccessful attempt to reposition.

Manufacturer narrative:
The information submitted reflects all relevant data received; there was no indication of patient injury or complication. No contact will be initiated with the user facility. Evaluation summary: baa143596v no anomalies found, full lead returned for analysis.